Event description:
The customer reported via phone call having a blood glucose value of 400 mg/dl as a result of receiving multiple no delivery alarms from the insulin pump. The customer reported using manual injections of insulin because of the alarms. The call was disconnected, and the customer called the helpline back to report a blood glucose value of 500 mg/dl, that a set change did not resolve the alarms, and that the alarms occurred during an attempted prime. During troubleshooting a prime was successful, and the customer was advised that the insulin pump was functioning as designed. However, due to customer request the device was replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.